Event description:
It was reported that a party stated that in 2014, she had surgery to replace her right knee due to a floating knee caused by excessive impact. The party mentioned she underwent a revision in (B)(6) 2022 for a hinged knee and another revision in (B)(6) 2023 to address complications from the initial surgery, as she was experiencing pain. This is 1 of 2 events.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.